Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an error code. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.